Event description:
It was reported that the patient was seen recently and no further error codes were seen. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Generator data was reviewed and identified some timing inconsistencies that indicate that the microcontroller most likely powered down shortly after implant and remained powered down for ~21 hours. The most likely cause of such an event would be asic latch-up condition. Alternatively, the timing inconsistencies could also be due to two programmers used with different time settings (off by about a day from each other), but this does not seem to be the case based on the available information. Data from (B)(6) 2021 indicates that only a single completed normal mode stimulation had been recorded by the device since being programmed on. As the device was programmed on at the completion of implant surgery, this indicates that the ipg stopped normal operation very shortly after implant. The ¿uptime¿ value, which indicates a device reset at (B)(6) 2021 @ 7:43pm is based on the time when a reset event completes rather than when it initiates. Thus, it¿s possible that the device was not operating normal from the time of implant until the evening of the following day. A low voltage value was not observed in the data, but it is likely that the latch event occurred and the battery level throughout the entirety of the event remained too low for the microcontroller to operate, and thus the diagnostic could not be performed. Thus the most likely cause of the event was due to electrocautery being used during implant, causing an asic latch-up event. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the battery displaying error code 14 was seen when the device was explanted. The error code 14 was also initially seen during implant surgery. It was denied that electrocautery being used. The explanted device has not been received for analysis to date.

Event description:
Generator has been received for product analysis. Product analysis has not been competed. No other relevant information has been received to date.

Event description:
Product analysis on the generator was completed and approved. Visual analysis confirmed burn makes on the exterior case. The pulse generator was opened, the measured battery voltage confirmed an ifi condition. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant which may have been a contributing factor for the reboot. Data dump was reviewed and showed a reset on date of explant ¿ confirming use of electrocautery during explant and the likely reason for error code 14 seen during explant.

Event description:
It was reported that the physician received error code 14 when interrogating the patient about a month after generator replacement. It was noted that the device was disabled and the patient was not feeling stimulation until it was re-enabled. Diagnostics were run and then battery showed as ok. Error code 14 typically represents a quick drop in voltage. No further relevant information has been received to date.